Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During surgery, the sales rep opened an insert package and the product inside was not the same as the label and packaging information.

Manufacturer narrative:
An event regarding a product mix involving a triathlon ps insert was reported. The event was confirmed. Device evaluation and results: not performed as all devices for the lot were confirmed to be affected via nc investigation. Medical records received and evaluation: not performed as no medical intervention nor adverse consequences reported with event. Device history review: all units were accepted into final stock. Complaint history review: there have been other events reported for the referenced lot. Conclusions: the investigation determined the product mix occurred due to a router swap.

Event description:
During surgery, the sales rep opened an insert package and the product inside was not the same as the label and packaging information.